Manufacturer narrative:
Because the product was not returned and insufficient clinical details were provided, the cause of the optical signal issue and the suction/false alarms could not be determined. The device passed all post-sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella cp encountered intermittent placement signal low alarms and pump in aorta alarms. An ultrasound scan and an echocardiogram confirmed the impella pump position was normal. In addition to the alarms, there was frequent suction above p2. The pump was exchanged for an impella 5.5 to continue patient support. No patient harm was reported.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.